Event description:
It was reported that the patient underwent treatment for spondylolisthesis with implant of titanium posterior pedicle screw/rod fixation. Some time post-op the screws at left and right s1 were broken. The patient underwent a revision surgery to remove and replace the construct.

Manufacturer narrative:
The devices have not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.